Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is current being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and for this issue. The device was returned. The investigation is confirmed for a tip detachment as the metal tip was missing from the distal end of the catheter. Per the reported event details, the lesion was heavily calcified. Therefore, it is possible that pt factors contributed to the reported event. However, the definitive root cause is unk. See scanned page.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that after approximately three minutes of activation in the distal sfa, the distal tip of a recanalization catheter detached. No attempts were made to retrieve the detached segment. The procedure was complete with the placement of a stent. There was no patient complications or injury reported.